Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and passed out. The customer reported differences in sensor and blood glucose values. Blood glucose value was 28 mg/dl and sensor glucose value was 130 mg/dl. The customer was hospitalized and treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-7040a, unomedical, mmt-332a. Troubleshooting was performed. Difference between sensor and blood glucose at time of event was not within the target range. Advised customer to replace the sensor. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, mmt-7040a, unomedical, mmt-332a.